Event description:
IT WAS REPORTED THAT THIS RIGHT ATRIAL (RA) LEAD WAS EXPLANTED DUE TO DISLODGEMENT. NO NEW LEAD WAS IMPLANTED. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Event description:
It was reported that this Right atrial (RA) lead was explanted due to dislodgement. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device was returned for analysis. Upon receipt at our Post Market Quality Assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The complete lead was returned intact. Setscrew marks were in the correct location on the terminal pin. The helix was extended, and dried body fluid and tissue were noted in the helix housing. Additionally, melt marks were observed in the outer insulation, consistent with explant damage. A stylet insertion test passed successfully, indicating that there was no blockage in the lumen. Based on the investigation analysis the reported clinical observations were able to be confirmed. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.A Risk Review was completed and confirmed that the event of Dislodged Or Dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Based on a thorough review of the reported complaint, the conclusion code Known Inherent Risk of Device was selected.